Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn(B)(4) was performed from date of manufacture (B)(6) 2015 to present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure for out of specification/ occluded patient side, which does not correlate to the customer reported issue.

Event description:
It was reported that the device had error code 242.4030 after replacing the bezel. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had error code 242.4030 after replacing the bezel. There was no patient involvement.